Event description:
It was reported via repair work order that the nurse call system was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call system was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the nurse call system was not functional. Follow-up submitted as further investigation determined the nurse call was not working due to the hospital nurse call system malfunctioning. There was no malfunction found with the bed.